Event description:
It was reported that during use on a patient, customer called to report the cardiosave intra-aortic balloon pump (iabp) received the "autofill failure" message and then noticed that the helium connection port on the pump was loose and possibly cracked. They tried several attempts to reconnect the tubing and resume pumping, but continued to receive the alarm. At this point they switched pumps and resumed successfully. There was no reported injury or harm to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval, return to manufacture date), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion, component code), h10 it was reported that the cardiosave intra-aortic balloon pump (iabp) users surfaced subject unit with a broke. There was patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. Fse states that patient involved. No patient harm. Users identifed unit leaking from the catheter extender insertion port, narrowing issue to the insertion port being loose. Users swapped out console to continue treatment without issue. Users turned unit to biomed for resolution. Identifed catheter insertion port broken, able to fully roll back and fort catheter insertion port with finger. As such, unable to complete function check, as unit would not pump. Replaced pim, and successfully completed a full function check with trainer and test catheter. Nothing unusual identifed in the logs, attached for reference. Unit calibrated and passed all functional and safety tests per factory specifcations. Service completed. The failure analysis and testing dept. Received part number 0997-00-1178 patient interface module serial number mh220919j5 with a reported unit failure of a broken pim. The failure analysis and testing dept. Performed a visual inspection and found the pim to have a broken catheter port. The port should be stationary and not turn. The port can be turned. Do to the broken catheter port the fat cannot investigate this complaint any further. Retaining the pim in the fat per procedure number 0002-07-d008 rev. Ap.

Event description:
N/a.